Event description:
It was reported that after a pump refill and programming a low battery alarm was heard and it was confirmed in telemetry. During replacement surgery, the catheter was unable to be aspirated, so a new catheter was placed. The patient's dose was decreased. The patient was stable, but for the last couple of weeks the patient was not reaching efficacy. The drugs in the pump were morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j10860r34, implanted: 2001-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).